Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pacing spikes on t waves were seen on the electrocardiogram. It was also noted that capture management reported high atrial and ventricular thresholds. Ventricular capture was verified but atrial capture was unable to be confirmed. There was also an atrial lead warning for high impedance paces. Atrial bipolar impedance increased abruptly and the lead switched to unipolar. The patient was very anxious during the evaluation. The atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.